Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a infusion of pitocin was noted to be leaking on the floor while connected to a patient who was undergoing an induction of labor. The leak was noted to be from a hole in the blue section of tubing that is placed in the pump. There was no patient harm.

Event description:
The customer reported that an infusion of pitocin was noted to be leaking on the floor while connected to a patient who was undergoing an induction of labor. The leak was noted to be from a hole in the blue section of tubing that is placed in the pump. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. During visual inspection of the set it was observed that the silicone segment had a tear near the upper fitment. There were no crush marks on the upper fitment. Functional testing was performed and a leak from the silicone tubing near the upper fitment was observed. The root cause is unknown.

Event description:
The customer reported that an infusion of pitocin was noted to be leaking on the floor while connected to a patient who was undergoing an induction of labor. The leak was noted to be from a hole in the blue section of tubing that is placed in the pump. There was no patient harm.